Manufacturer narrative:
The field service engineer (fse) was at the customer site on 04/05/2016 and found that the strip reader module (srm) required replacement. The fse replaced the srm to resolve the issue. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that cb control was failing nitrites on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.